Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
Boston scientific received information that during remote device transmission, this left ventricular (lv) lead was noted to be dislodged and exhibited high pacing thresholds. It was reported that the patient's vessels were noted to be tortuous during implant which could have contributed to lead dislodgement. This lv lead was explanted. No additional adverse patient effects were reported.